Manufacturer narrative:
Zoll medical corp has not rec'd the prod and this complaint is still under investigation.

Event description:
Complainant alleged that the device was intermittently not recognized by the associated defibrillator. Complainant did not indicate that there was any pt involvement in the reported malfunction.